Manufacturer narrative:
Final device analysis results revealed no anomaly found, normal device function.

Event description:
Hcp reported patient experienced unusual episodes of severe pain with dystonia on the right side of the face which would unpredictably appear. The device was explanted, replaced and returned to the manufacturer for analysis. The initial settings of the new device showed the unit was off completely. Hcp tried to use the prior settings from the old neurostimulator and the patient had severe dystonia and pain with speech arrest. Hcp adjusted the settings to 170 hz, pulse width 60 and overall voltage 0.7 volts. The patient began to have significant symptoms with pulling in the right side of the face and hand. The patient felt the settings were very good. At the time of discharge, the patient had no additional problems.